Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.additional contact:(B)(6)

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm where it was reported that when patient was with nutrition infusion and the pump alarmed for occlusion. Permeability of the tube, configuration of the pump and nutrition status were checked. The set and infusion pump were changed and still not possible to administer nutrition. It was necessary to discard 2 new sets and start with a bag which means an unnecessary expenditure of inputs and time. The device was replaced with the same reference to finish procedure. There was no recurrence of nonconformity. The event was reported as a risk rating ii a, no serious event adverse. The event occurred during a female patient use, with 59 years old, diagnosed with embolism and thrombosis of unspecified artery, however no one was reported harmed as a result of this event. This is the first of two events.